Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert triggered for high right ventricular tip/right ventricular ring impedance. The physician saw a fracture in the right ventricular ring and reprogrammed the stimulation vector. The lead will be revised. No patient complications have been reported as a result of this event.